Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with bilateral haze/diffuse lamellar keratitis (dlk) one day post lasik treatment. Per the optometrist, it was tough to distinguish dlk versus haze/edema and treated as dlk which was confirmed later by the surgeon. The patient complained of hazy vision. An oral steroid was prescribed and topical steroid dosage was increased. On day four post op, the patient showed very slight improvement. Treatment was continued. The patient was seen day seven post op and showed minor improvement in the right eye and the left eye looked great. The patient was given the option of a flap lift and rinse versus taking medication but the patient wanted to wait on a flap lift. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Logfile review shows no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the optometrist reported the patient was seen for follow up and the diffuse lamellar keratitis (dlk) was still present but improving at each visit. A flap lift and irrigation was performed. The patient came back for additional follow up and the dlk was fully resolved following the irrigation. The patient was noted to have dry eye which is considered normal for the timeframe. The patient's dryness and vision will continue to be monitored but the event is considered to be resolved.